Manufacturer narrative:
This event happened in (B)(6).

Event description:
Revision surgery occurred ( date unknown) due to a dismantling. Primary surgery occurred in 2013. No further information available.